Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 66 year old male with an indication for use of acute myocardial infarction complicated by cardiogenic shock (pre support clinical state consistent with scai shock stage a) was supported with an impella device via right femoral percutaneous arterial access. The impella cp was implanted on (B)(6) 2026 at 22:45 and explanted on (B)(6) 2026 at 08:08. The event involved patient hemolysis temporally associated with impella support, most likely related to suspected malposition; however, confirmation was limited due to refusal of imaging, no device malfunction was identified, and the patient remained stable following explant. It is unknown whether hemolysis resolved following device removal, and whether repositioning would have corrected a potential positioning issue. The device was successfully explanted and the patient survived.

Manufacturer narrative:
Corrected data d4 UDI updated/corrected. Investigation summary: hemolysis/ miwb: no logs were returned. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
It was reported the pump was disposed. D4 revised.